Event description:
The healthcare professional contacted lifescan in response to the one touch suresoft lancing devices letter that was sent by lifescan. Lifescan is aware that in some of the one touch suresoft lancing devices of this lot the needle may not remain retracted into the housing after firing. Lifescan therefore is replacing the affected product.